Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 38 mg/dl and the customer lost consciousness. Cause was not known. Paramedics provided the customer with intravenous sugar and glucagon to address bg. Additionally, the customer experienced ongoing elevated blood glucose (bg) levels of 600 mg/dl and ketones. Cause was not known. The customer's spouse and paramedics provided the customer with a manual insulin injection. Recommendation was made to consult with a healthcare provider regarding diabetes management. Ultimately, the customer reverted to an alternate method of insulin delivery.